Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient went to emergency room and hospital. Length of hospitalization was less than 24 hours. The blood glucose level was 30 mg/dl. Patient suffered from low blood glucose level. Therefore, patient was treated with glucose intravenous drip. No further information available

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2024-04422), was submitted on 11-nov-2024. Upon completion of the investigation, the manufacturing date was updated as 03-mar-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005696, in question was manufactured at the osted site. Threshold analysis: a query was run on 15-sep-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6005696". The count of complaints is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6005696 was manufactured according to the work instruction (wi) [79] appendix 1 batchcard for production of packaging room on 03-mar-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.